Event description:
The caller stated that his gluose reading were eratic. While troubleshooting, it was discovered the meter was set in mmo1/l. The customer did not allege any adverse events due to the mmo1/l readings customer service attempted to assist the customer in changing the meter back to mg/dl, but the meter would not stay set in mg/dl. The meter is to be returned for evaluation, and a replacement meter will be sent.